Manufacturer narrative:
((B)(6)2010): intra-procedure medications included heparin. Aspirin and clopidogrel were given pre and post-procedure.this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that approximately six months post index procedure, the patient expired. During the index procedure, pta was performed on a 60% occluded lesion in the proximal left internal carotid artery. The lesion was severely calcified. A 9x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured less than 15%. The patient had no neurological deficits upon leaving the angio suite. Medical history includes CABG, renal insufficiency, diabetes mellitus, coronary artery disease and hypertension. Confirmed etiology for the death has not been able to be obtained. However, the daughter relates that it is from complications of vascular surgery performed (B)(6) 2010 after which he was transferred to a rehab facility. No additional information is available at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14003859 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The e-mail received from the (B)(4) registry indicated that approximately six months post index procedure, the patient died. During the index procedure, pta was performed on a 60% occluded lesion in the proximal left internal carotid artery. The lesion was severely calcified. A 9x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured less than 15%. The patient had no neurological deficits upon leaving the angio suite.